Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a mechanical failure the patient will have his ambicor penile prosthesis (app) removed and replaced with a spectra penile prosthesis (spp). It was explained that the patient was unable to inflate of deflate his device using the pump. Due to this the patient requested to switch from an app to a spp.